Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The keypad anomaly and frozen screen could not be verified due to physical damage to the display glass. The motor and keypad assemblies were found with corrosion damage per visual inspection. The insulin pump was received with cracked battery tube threads, minor scratches on the display window, and a peeling address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump became frozen and the buttons were not working, after the pump was exposed to humidity. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 606 mg/dl. Nothing further was reported.